Event description:
It was reported that the patient with this right ventricular (rv) lead presented to the emergency room (ER) one day after the implant. The device was suspected to exhibit loss of capture (loc) due to small paced beats compared to the paced beats during the auto threshold observed in the electrocardiogram (egm). ER physician stated that no bradycardia was observed. Technical services (ts) recommended further evaluation of this lead. The patient was symptomatic; however, no further related details were provided, and no additional adverse patient events were reported. This product remains in service.

Event description:
It was reported that the patient with this right ventricular (rv) lead presented to the emergency room (ER) one day after the implant. The device was suspected to exhibit loss of capture (loc) due to small paced beats compared to the paced beats during the auto threshold observed in the electrocardiogram (egm). ER physician stated that no bradycardia was observed. Technical services (ts) recommended further evaluation of this lead. The patient was symptomatic; however, no further related details were provided, and no additional adverse patient events were reported. This device remains in service. Additional information received indicated that the physician decided to hospitalize the patient for observation after the event. The company representative performed troubleshooting on the device and was unable to confirm the loc. The device remains in service. No additional adverse patient effects were reported.